Event description:
Since the patient¿s ins was replaced her left arm has been hurting and was very sore. The device was reprogrammed and it still has not helped her arm. The patient stated ¿could they have done some nerve damage when they removed the old leads cause I never had this problem before¿. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).